Event description:
Customer reports sporadic occurrences where the performance of the quantitation standard (qs) is inconsistent. Customer cites a specific example of an hiv titer discrepancy of 0.69 log when the same plasma sample was tested twice using the cobas amplicor hiv-1 monitor test v1.5. The initial test used kit lot f12735 and resulted in a titer of 622,000 c/ml. The repeat test used kit lot g00166 and resulted in a titer of 125,000 c/ml. Quantitation standard (qs) values on both tests were within specification, but the value on the original run had a much lower qs value than the value on the repeat test. Results from the repeat test were more consistent with the pt history and course of treatment. No change in treatment and course of treatment was initiated due to the initial hiv-1 titer result. Customer reports that this discrepancy occurs only with the standard test. The ultrasensitive test, run with the same kits as the standard test, showed no discrepancies.